Event description:
It was reported that balloon rupture occurred. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During procedure, the balloon ruptured at 6 atmospheres in an unspecified inflation. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: investigation completed. The device was returned for analysis. The returned device was attached to an encore inflation unit. A visual examination observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The balloon could not be inflated due to the solidified blood present within the balloon. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. Microscopic analysis confirmed a longitudinal balloon tear in the balloon body at 2 mm proximal to the proximal end of the distal markerband running 3 mm proximally. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During procedure, the balloon ruptured at 6 atmospheres in an unspecified inflation. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.